Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the large hem- o- lok- clip applier instrument's cable was damaged while applying the large clip on the vascular anatomical structure during liver dissection. The procedure was completed with no reported injury. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 27-apr-2022: the large hem- o- lok- clip applier instrument was inspected prior to use. The issue occurred during hepatectomy, bile duct resection. There was no allegation of misapplication of a clip as the cable was damaged while releasing the instrument after application. There was no allegation of non intuitive motion. The clips were applied laparoscopically with the bed side assistant. There was no patient injury. Weck hem-o-lok® large polymer clips in purple color was used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem - o -lok clip applier instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the hem- o- lok- clip applier (470230-12/ n10200928-0125) associated with this event has been performed. Per logs, the hem- o- lok- clip applier instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 23 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image or video of the last procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the large hem - o -lok clip applier instrument cable was damaged while applying the clip. Per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem - o -lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of broken grip cable to be related to the customer reported complaint. The large hem - o -lok clip applier instrument was found to have a broken grip cable at the proximal end. The instrument was found to have residue on the clamping pulleys in the back end, as a result the grip cable became broken. The root cause of the broken instrument grip cable at proximal is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. Additional observation not reported by site were also identified: the large hem - o -lok clip applier instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of the residue instrument clamping pulleys is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing.

Event description:
Refer to h10/h11 for follow-up information.